Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest within a few hours of dialysis treatment and expired. These claims were allegedly caused by the exposure to the prod administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.